Manufacturer narrative:
The heartmate 3 left ventricular assist system (lvas) was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was admitted to the hospital with complaints of dark stool, fatigue and weakness 3 days prior to admission. It was reported that there was also a syncopal episode. Hemoglobin was 4.9 mg/dl and hematocrit was 16.3% at admission. The patient was transfused 2 units of prbcs(packed red blood cells) and aspirin and coumadin were placed on hold. The patient was started on protonix IV twice a day. The patient received another unit of prbc on (B)(6) 2020. Gi unit (gastrointestinal) was consulted and recommended a CT (computed tomography) of the abdomen which came back negative for any findings. The patient had a push enteroscopy that had no source of bleeding identified. Egd (esophagogastroduodenoscopy) was also negative for bleeding. Coumadin was restarted but aspirin was stopped indefinitely. The patient was transfused another unit of prbc on (B)(6) 2020. The patient had a video capsule endoscopy on (B)(6) 2020 due to continued dark stools. There was no blood or active bleeding present. The patient was started on an octreotide drip and received 1 unit prbcss on (B)(6) 2020. On (B)(6) 2020 hemoglobin was 8.1 mg/dl and hematocrit was 25.9%. The patient was discharged home in stable condition.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.